Event description:
Information received indicates the brake will hold but the caster swivel is not when the stretcher is in brake.

Manufacturer narrative:
The technician replaced the caster stems and horns to repair the stretcher.